Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote transmission revealed multiple auto mode switching episodes that were most likely caused by high atrial rate. The define cause is still unknown. It is suspected that the mode switching episodes were inappropriate. No further information available.